Manufacturer narrative:
Additional surgical repair is not specifically labeled in the IFU. The problem causing a secondary procedure was not provided by the reporter so it is unknown if it is labeled in the IFU. Event evaluation: still under investigation.

Event description:
Area representative was informed by the vascular surgeon and interventional radiologist that they performed a secondary intervention on a migrated zenith endograft. No specifics were known/given and will follow-up with more information as it is uncovered. At this time, it is unknown what type of repair was done and what the outcome to the patient is.